Event description:
The patient's mother contacted animas alleging the subject pump would not power on. At the time of the call, the reporter confirmed she replaced the pump's batteries; however, the alleged power issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no physical damage observed to the battery compartment or cap. The battery cap tightens securely, and the pump powers up appropriately. The pump was exercised for 24 hours with no power interruptions. The complaint could not be confirmed or duplicated on investigation.